Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the controller showed multiple electrical faults with the description sys_front_a_open. Log files were sent. An analysis of log files was performed indicating that a cleaning repair procedure was necessary. The controller exchange and driveline cleaning procedures were performed without incident, and there was no reported patient injury. A field service engineer performed a "driveline connector cleaning' procedure to remediate the conditions reported under the event. The driveline cable remains implanted, and therefore was not returned to the manufacturer; however the controller has been received by the manufacturer. The returned controller ((B)(4)) was visually and functionally evaluated. Visual evaluation confirmed foreign material within the controller driveline connector and functional testing confirmed that the driveline contamination caused electrical faults. An analysis of the controller log files revealed that the electrical fault caused the pumps front stator to not operate. The complaint confirms the event of electrical faults due to driveline contamination. The most likely root cause of the reported electrical fault alarms is foreign material contamination within the drive line connector. Clinical processes and subsequent handling of the driveline may have contributed to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
Approximately twenty eight days after implant electrical faults alarms were reported and confirmed with log files analysis. Visual inspection revealed contamination within driveline and controller connector. The heartware field engineer performed a cleaning procedure and controller exchange. There was no injury to the patient and no additional alarms have been reported. Investigation is ongoing.